Event description:
Information received from the field notes that the patient presented to the clinic after transtelephonic monitor showed an inappropriate magnet rate. The device could not be interrogated and pacing could not be assessed because the patient was in sinus rhythm. The device exhibited premature battery depletion.